Manufacturer narrative:
The walker's rear wheel had come off. The circlip that prevents the wheel from falling off had been over-extended. Etac assessed photos of the circlip that were received from the customer. The walker was repaired by the (B)(4). According to etac's customer, the wheel had not been changed. (B)(4).

Event description:
The prescriber wrote in letter: "I was about to prescribe this walker to a user. It broke before I went to the use." No injury was reported.